Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro and the patient experienced cardiac tamponade, ventricular fibrillation, cardiac arrest that required CPR and ECMO; however, it resulted in death. It was reported that the patient experienced cardiac tamponade, ventricular fibrillation, and cardiac arrest. The patient expired after the procedure. A left accessory pathway map was performed followed by ablation of the left lateral left atrium (la) with a non-boston scientific rf catheter. After performing this ablation, a pleural effusion was noticed that became very large very fast. A "pericardial perfusion" was performed to clear the effusion, but then the patient went into cardiac arrest with ventricular fibrillation (vf). Cardiopulmonary resuscitation was performed along with multiple shocks from cardioversion. The patient was placed on extracorporeal membrane oxygenation (ECMO), then transferred to another hospital and admitted. The patient was not considered stable at the time of admission and remained on life support. The patient later expired.